Event description:
It was reported that the pump needs a mainboard. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection the top case was cracked on the corners and the right plunger case was cracked. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. The main board will not be replaced since it was operating as intended. Performed power up process, audio test, preventative maintenance, and all functional tests which passed.